Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with the closer tsl 6 fr device. Difficulty was encountered achieving mark. An angiogram of the vessel did not indicate a problem with placing the device, so the physician discarded it and attempted closure with a second device. Minimal marking was obtained with the second device. The physician pulled the device back, re-entered the vessel and minimal marking was achieved. The device was deployed and the knot tied and lowered with good closure achieved. The pt was transferred to recovery and at this point the site began to ooze. A c-clamp was applied. Four hours later the physician checked on the pt and noted that the site was no longer oozing and the pt was sitting up in bed eating. Later that night, pedal pulses could not be detected. The pt was taken to surgery 2000. A half inch incision was performed and the suture was cut and removed and the artery repaired. The pt recovered and was discharged the following day.